Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a chronic total occlusion in the mid left anterior descending (lad) coronary artery. An attempt to treat the perforation was made using a 2.8x16 rx graftmaster covered stent system, however, the graftmaster failed to cross and treat the perforation. An unspecified balloon catheter was able to cross and successfully sealed the perforation. Use of the graftmaster did not cause or contribute to complications or adverse events and did not cause a clinically significant delay. No additional information was provided.